Event description:
During set up for a cardiopulmonary bypass procedure the perfusionist opened a stock cardioplegia pack and discovered that it contained the wrong product. The pack contained a 4:1 instead of an 8:1 blood to cardioplegia set. Three other packs were opened and found to have the same error. There was no pt involvement as the problem was found during set up.